Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber/glass cap shows a circumferential fracture at distal side of fiber/cap fusion zone distal to the bevel edge; the glass cap exhibits moderate devitrification and very mild detritus adhesion at the output window. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that during a procedure, at 14,714 joules of use, the "aiming beam fired straight out of fiber". The fiber was exchanged. With the second fiber in use, at 3,933 joules of use, it was reported that the "aiming beam fired straight out of fiber". The fiber was exchanged and the procedure was completed utilizing the third fiber. Patient outcome "ok" reported. This report is for the second fiber.

Manufacturer narrative:
(B)(4).